Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose was not provided. The customer declined to troubleshoot with tandem technical support. Reportedly, the customer performed a cartridge change resolving the issue.